Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na (sodium) for gen.2 on a cobas 6000 c 501 module. The sample initially resulted in a na value of 134 mmol/l and repeated as 118 mmol/l. The repeat value was deemed correct. No questionable result was reported outside of the laboratory.

Manufacturer narrative:
The na electrode lot number and expiration date were requested but not provided. Based on the limited information provided, the cause of the event could not be determined.